Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for unrelated health issues. Multiple episodes of non-sustained right ventricular oversensing were observed on stored records. Programming changes were recommended.